Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may have over delivered. The customer¿s blood glucose level was 211 mg/dl at the time of the incident. The customer stated that their pump kept asking for bolus corrections twice. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis. Updated summary: the customer stated that the pump recommends a second bolus minutes after they deliver a bolus. The customer mentioned that their doctor had recently changed the pump settings.